Event description:
Boston scientific received information that this implantable pacemaker and another manufacturer's right ventricular (rv) lead exhibited an increased in impedance measurement and a decreased in sensing. Additional information was obtained stating that the lead had history of noise and was continuously monitored. The physician decided to do a lead revision at generator change out which will took place some time later. As of this time, the device is programmed with vvi 50 and minimally paces in the ventricle. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.